Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. Phone number: (B)(6). Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the plunger was observed advance and locked. There was no molding and/or assembly issue observed. Lack amount of viscoelastic was observed inside the cartridge. There was no stress marks observed on the cartridge. The cartridge tip was observed broken and the lens was observed stuck in the cartridge tip. Furthermore, part of the lens was observed out of the cartridge. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when advancing the plunger of a preloaded delivery system to the second black mark it clicked but somehow it broke/cracked the cartridge tip. No patient contact was reported. No further information was provided.